Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found that the breath delivery (bd) audio alarm failed during the extended self test (est). The fse reseated the electrical connections at the piezo and power distribution board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon power up, a 980 ventilator failed the breath delivery (bd) power on self test (post). The ventilator was not in use on a patient at the time of the reported event.